Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the a/c power issues was a defective power supply. This report is being filed as part of a retrospective review of historical records.

Event description:
The automated impella controller (aic) controller failed to hold a charge after unplugging the device. This occurred without any patient involvement. The power supply was replaced, and the issue was resolved. There was no patient involvement.